Event description:
Spontaneous. Patient reported she wasn't able to complete infusion today ((B)(6)2023)) because pump stopped working. The "wind down" knob wasn't winding. Pt was not comfortable completing infusion manually since plunger was also getting stuck and she stated it would take her a long time to complete infusion. Advised we'll send her a new pump. Unknown how much of patient's dose was not received. No adverse events reported due to missed dose or defective device. Pump available for return. No further information. Reported to (B)(6) by: patient/caregiver.